Manufacturer narrative:
(B) (6.) Stent explanted 115 days post procedure. (B) (6). (B) (4) (surgery/bleeding). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for a stricture located at the bulb/upper duodenal genu, performed on (B) (6) 2008. According to the complainant, the stent had minimal expansion, and required dilation and placement of a second wallflex stent one week later. There were no complications reported after this procedure and the patient was discharged home the same day. At 115 days post stent placement procedure, the patient experienced gastric outlet obstructive symptoms and bleeding due to ingrowth. The patient underwent a gastrojejunostomy from which the patient recovered. MFR# 3005099803-2010-00319 and 3005099803-2010-00335 address the additional events for this same patient.